Event description:
The home pt (hp) reported feeling full, as if he was overfilled, while using the homechoice cycler for apd therapy. The hp placed the cycler into a manual drain and felt relieved. The hp subsequently requested a replacement homechoice cycler. Follow up with the hp's healthcare professional (hcp) reveals the hp complained to her that he was reabsorbing his last fill volume during the day, making him feel too full. Hcp relates that the hp did not want to carry his last fill around inside him all day and then drain it out during the next apd therapy at night instead, the hp would receive his programmed last fill, stay connected to the homechoice, wait a few hrs, then drain out the last fill volume along with any fluid ultrafiltrated during this time. Per hcp, there was no pt innury or medial intervention.